Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between 10/24/2018 and 12/18/2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis toric intraocular lens (model zct300 19.0 diopter) was explanted from patient's operative eye because of patient experiencing bothered eyes, patient reported that the two eyes weren't working together. There was no incision enlargement, no vitrectomy, no suture required. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/15/2019. Device returned to manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. The product was visually inspected with the unaided eye showing the lens was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The complaint event is not confirmed. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. The search revealed no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.